Manufacturer narrative:
No consequence or impact to pt. The axsym anti-hcv assay is currently being investigated. Additionally, the axsym analyzer at the account was evaluated. Instrument message history had error 5011, motor step loss, solution 4 pump, processing center. Error was in 5/05. Customer had not changed or calibrated the probes since installation (march 2005). Weekly maintenance was last performed on 6/4/05, monthly maintenance on 9/9/05. Customer support trained customer on need to perform timely maintenance and educated customer on issues that could affect the validity of testing. Sales rep requested svc be dispatched to site since weekly and monthly maintenance was not being performed and instrument could be contaminated. Field svc decontaminated the system, including the processing probe. All diagnostic calibrations and checks passed. A f/u report will be submitted when the anti-hcv assay investigation is complete. This is an initial report.

Event description:
The account generated a nonreactive axsym anti-hcv result on a pt previously diagnosed with hcv. In 2005, the account generated a nonreactive axsym anti-hcv result (s/co=0.23). The physician sent the pt to another laboratory where beckman hcv testing was positive and pcr positive. No impact to pt management was reported.